Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that gel is hemolyzing in tubes, has poor barrier separation, has air bubbles. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that gel is hemolyzing in tubes, has poor barrier separation, has air bubbles. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-02. H.6. Investigation summary: bd received 103 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed, however poor barrier separation, hemolysis, and gel smearing have not been observed. 30 of the 103 customer samples received were randomly selected and subjected to a visual inspection for gel air bubbles. 1 of 30 customer samples had gel air bubbles present in the gel of the tubes. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for hemolysis/poor barrier separation/gel smearing was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis/gel air bubbles/poor barrier separation/gel smearing because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. This complaint has not been confirmed for the indicated failure mode hemolysis/poor barrier separation/gel smearing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that gel is hemolyzing in tubes, has poor barrier separation, has air bubbles. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that gel is hemolyzing in tubes, has poor barrier separation, has air bubbles. "